Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, once the clip was applied, the clip applier instrument did not release. The physician used another instrument to assist in releasing the clip applier from the clip. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the customer stated that the instrument was inspected prior to use with no issues found. They were applying the clip to a vein when the issue occurred. The surgeon was able to use another instrument to help open the jaws and release it. There was no bleeding or patient injury due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional steps/test attempts to further support cnr finding: visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. A clip test was performed multiple times while the instrument was installed on an in-house system and passed each time without issue here was no problem detected for the customer reported complaint. Additionally, the instrument was found to have the entire length of the main tube surface with degradation. The degradation of the main tube does not effect the functionality of the instrument. The root cause of degradation instrument main tube is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the large hem-o-lok clip applier (470230-12/n10200113 0169) associated with this event has been performed. Per instrument was last used on (B)(6) 2022 on system sk3221. The device has 37 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.